Manufacturer narrative:
Manufacturer reports were sent for both implanted leads. See manufacturer report # 6000153-2015-00690 for the other lead in this system. Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the patient had to go to the hospital with a severe spinal infection and what was thought to be a brain infection, two weeks after a replacement surgery (see manufacturer report #3004209178-2015-21024). The patient was in the neuro intensive care unit (ICU) for a few weeks; she had gotten very sick and came pretty close to dying. It was further reported that the patient was now home, and she had leg pain and back pain. It was noted that the patient did not currently have an implanted system in her body, and she was debating whether or not to have another device put in. No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included failed back surgery syndrome, lumbar radiculopathy, and spinal pain.

Event description:
Additional information received from the healthcare professional reported that the entire system was removed on (B)(6) 2015. If additional information is received, a follow up report will be sent.